Manufacturer narrative:
Device was discarded; therefore, complete investigation cannot be completed; however, information will be evaluated.

Event description:
A doctor used the s4 on a spondy reduction. When tightening down the last set screws, one of them wouldn't lock down. While pulling off the tabs, the set screw basically fell out because it was never seated correctly. Surgeon tried over and over to get it going and it still wouldn't thread. He tried a new set screw and was still having problems getting the rod to lock down. Surgeon undid the other set screw to take a look and noticed that the screw looked different. He had the sales representative take a look; it was noted that the saddle came out of the screw and that was creating the problem. Surgeon replaced the screw and everything went together just fine. Screw was discarded, no product will be returned. Added 30-45 minutes to the case. Surgery was completed after screw was replaced. No patient injury.